Event description:
The manufacturer received information regarding a remstar pro c-flex+ device. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a remstar pro c-flex+ device. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete. The manufacturer received new and relevant information on 02/14/2024. The device was returned to the service center for evaluation. During the evaluation of the device, there was no visible foam particles found. Dust contamination found during the device evaluation. The device was repaired. Section g3 has been updated. In addition, appropriate code updated/corrected.